Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a defective jtag table board. The root cause for the defective jtag board could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.